Event description:
User alleges had an event of when going to use a resuscitator, they discovered no mask inside the package. The pt expired a couple of hours later, but the hospital does not feel that the missing mask had a role in the pt's outcome. They felt it was attributable solely to the pt's condition. User also alleges that they had another event of missing mask, however, no other info is available. They did not record catalog number, lot number, did not save the sample, did not record date of the event or any of the pt specifics.